Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter read inaccurately high in comparison to a laboratory device. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged meter product issue began on (B)(6) 2016 when she obtained a blood glucose result of 8.0mmol/l on the subject meter which she compared to 6.8mmol/l on the laboratory device, performed within less than 10 minutes apart. She denies talking any medications to manage her diabetes and stated that she continued with her usual diabetes management routine as a result of the alleged product issue. The patient denied that she developed any symptoms. She reported that during a doctor's office visit "this month or last month" she had her oral medications increased to "2 metformin tablets, daily". No other device was used to obtain a blood glucose result. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient used the correct testing steps and used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.